Event description:
It was reported that pump experienced malfunction alarm labeled malf 0 with fault ID malf 6, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.